Event description:
The information we received from the field indicated that during the insertion of the sds through the touhey the stent fell off the balloon. The sds was not inserted into the patient. There was no reported patient injury.